Event description:
The distributor reported a surgery due to the patient developing a fistula, during the surgery the surgeon identified the screws used to fixate the tmj implants were loose. The surgeon removed all of the screws and replaced them with 14mm screws. The surgery was in (B)(6) 2015, the exact date is unknown.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state this type of event can occur. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of seven for the same event.